Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch # (B)(4) was received as follows: sheared and retained lumbar spinal catheter segment at conclusion of placement as 14g stainless steel touhy needle was being removed. Upon examination, touhy tip was bent inward toward the bevel/bone. Additional information received as follows: type of procedure was performed lumbar spinal catheter placement for external lumbar drainage (eld) of cerebrospinal fluid (csf). Missing information at the end of event description of medwatch should read defect was not present prior to insertion. Was there delay of 30 minutes or more? There was no delay over 30 minutes. Was there a patient injury reported? Yes unplanned operative procedure w/ incision of skin and fascia.

Manufacturer narrative:
The hermetic lumbar catheter (ins5010) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, since it was reported that the ¿defect was not present prior to insertion¿, a probable cause could be that the needle impacted the spine upon insertion causing the needle to bend. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.